Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation damage was observed on the left ventricular lead due to the patient¿s twiddler¿s syndrome. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.